Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/25/2016 with the following findings: the pump keypad was observed to be intact with no evidence of peeling or damage. The keypad buttons were tested and were found to be responsive to presses. The keypad was removed and no button contact defects were found. The pump was opened and there was no evidence of moisture or damage to the keypad connector. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad and from the bumper pad to the top of the compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a tactile changes / unresponsive issue on the pump. No additional information was obtained related to this complaint. Animas has attempted to contact the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.